Event description:
It was reported that this inflatable penile prosthesis (ipp) had fluid loss. The ipp was explanted and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).